Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having an issue with comm loss on all the telemetry devices. Biomedical engineer stated they rebooted the org's but they are still seeing comm loss at the central nurse's station and are not seeing any org's on the system. No patient harm reported. Nihon kohden technician continued to investigate the reported event with the biomedical engineer at the hospital and found that the problem was due to a defective switch in the hospitals server room. Nihon kohden technician recommended to the biomedical engineer to purchase a new switch and replace it. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if any additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having an issue with comm loss on all the telemetry devices. Biomedical engineer stated they rebooted the org's but they are still seeing comm loss at the central nurse station and are not seeing any org's on the system. No patient harm reported.